Event description:
It was reported that during a thoracotomy procedure, the surgeon was unable to fully close device on pulmonary artery. When closing device, he could not close to the locking position. Case completed with another device of the same product code. There were no patient consequences reported. One device was discarded.

Manufacturer narrative:
(B)(4). The analysis results showed that the tx30v device arrived in good visual condition with six reloads present. Reload (b) was received with only 19 staples present and all protruding. Reloads (c, d, e and f) were received fully fired. Reload (g) was received fully loaded. It should be noted that when manipulating the device only the closing trigger should be grasp until ready to fire the device. Do not grasp the firing trigger before the device is to be fired. If the firing trigger is manipulated it could cause the staples to deploy partially or completely resulting in malformed staples and a premature lockout situation. For further details please refer to the instruction for use. The device was tested for functionality with the returned reload (g) and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.